Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate stimulation. No further information was obtained despite multiple good faith efforts. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18055330; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6).